Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor was giving inaccurate readings. It was reading low at 65 mg/dl and blood glucose was 500 mg/dl. Customer stated she changed the sensor and charged the transmitter and that is when she noticed it didn't change. Customer declined troubleshooting for issues with sensor as she had replaced it. She is not returning the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.